Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an anterior cruciate ligament surgery, when placing the endofemoral aimer offset guide and passing pin, metal shavings were visualized inside the patient's joint . Surgery was completed with a smith and nephew back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported. It is unknown if the broken pieces were retrieve from the patient.

Manufacturer narrative:
B6 codes updated. Investigation update: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that neither externally communicating device (aimer nor the passing pin) is manufactured or intended for implantation. The surgical instruments instructions for use cautions against excessive force as it may result in instrument failure. Based on the limited information provided, a definitive clinical root cause and/or origin of the metallic shavings could not be determined; however, a user technique/procedural variance cannot be ruled out as the instructions for use cautions against using excessive force. Retained metallic shavings within the joint increase the risks of local discomfort/pain, tissue degradation, corrosion and/or migration. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the lot number 51098199 is laser etched into the device. The device shows use but doesn't have nicks or gouges. There is no visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that neither externally communicating device (aimer nor the passing pin) is manufactured or intended for implantation. The surgical instruments IFU cautions against excessive force as it may result in instrument failure. Based on the limited information provided, a definitive clinical root cause and/or origin of the metallic shavings could not be determined; however, a user technique/procedural variance cannot be ruled out as the IFU cautions against using excessive force. Retained metallic shavings within the joint increase the risks of local discomfort/pain, tissue degradation, corrosion and/or migration. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.